Event description:
It was reported that the physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the starclose clip. There were no adverse patient effects. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.